Event description:
It was reported that the color on the bd® quincke spinal needles was incorrect. Report 1 of 2. The following was received by the initial reporter: spinal needle 25g is leaking from one end and colour of the spinal is changed from orange to yellow met hod of the anesthesia departmentwas angry with bd material is leakingfrom one end was unable to give ptsmedicines on time and colour change in25g makes the drs. Confused about itbeen duplicate. Requires an letter from the bd why it was not informed beforehand.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (needle hub color incorrect): two photos were provided to our quality team for investigation. The photos provided display lots 2212020 and 2301012 which has a lighter orange hub color and lot 2209035 which is a deeper orange color hub. Based on our visual inspection, the hub is observed to be the correct color for each lot. A device history review was performed for lots 2212020, 2301012, and 2209035, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. A change of the needle hub color was implemented and approved in september 2022 for 25g needles to comply with iso 6009, changing the color from a more vibrant orange to be lighter as seen in the photos and samples provided. Based on the sample evaluation and our quality team's investigation, no defect was observed on the product as the change in hub color was approved and implemented after the manufacturing of lot 2209035 and before manufacturing of lot 2212020 and 2301012. Our marketing team has been notified of this and additional communications clearly outlining these changes is expected to be provided shortly. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see manufacturer narrative.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2212020; d4. Medical device expiration date: 30nov2027; h4. Device manufacture date: 27dec2022. D4. Medical device lot #: 2301012; d4. Medical device expiration date: 31dec2027; h4. Device manufacture date: 19jan2023. D4. Medical device lot #: 2209035 d4. Medical device expiration date: 31aug2027 h4. Device manufacture date: 28sep2022 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the color on the bd® quincke spinal needles was incorrect. Report 1 of 2. The following was received by the initial reporter: spinal needle 25g is leaking from one end and colour of the spinal is changed from orange to yellow. (B)(6) of the anesthesia department was angry with bd material is leaking from one end was unable to give pts medicines on time and colour change in 25g makes the drs. Confused about it been duplicate. Requires an letter from the bd why it was not informed beforehand.